Event description:
Reprise iii study. It was reported that strep mitis endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The patient received a loading dose of the subject received a loading dose of 300 mg of clopidogrel one day prior and 81 mg of aspirin the day of the procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty. A 25 mm lotus valve (lot# 19458384) was inserted but not implanted due to under-sizing and concern for embolization. The 25 mm lotus valve was retrieved and exchanged for a 27 mm lotus valve (lot# 19372435) which was successfully deployed. Three days later, the patient was discharged on aspirin and clopidogrel. Post procedure event summary: 961 days post index procedure, the patient presented to the clinic for a routine iron infusion due to chronic anemia. Due to low hg, hypotension and generalized weakness, 2 units of prbcs were administered. White blood cells were noted to be elevated and blood cultures were drawn. The subject also complained of vague symptoms of tiredness and occasional lightheadedness, but denied urinary symptoms, abdominal symptoms or fever. Gram positive cocci were isolated from one bottle of blood culture. IV fluids and antibiotics (ceftriaxone, vancomycin) were initiated in the emergency department. The following day, gram positive cocci were isolated from one bottle of blood culture. The patient was admitted for sepsis with gram positive bacteremia. The next day, alpha hemolytic streptococcus was isolated from two cultures. The next day, streptococcus mitis and oralis were isolated. The following day, similar results were noted in a separate blood culture. Transesophageal echocardiography (tee) revealed the presence of a small vegetation prolapsing into the left ventricular outflow tract (lvot) from the bioprosthetic valve. No significant findings associated regurgitation or intercardiac shunt were noted. No aortic stenosis or aortic insufficiency was present. A peripherally inserted central catheter (PICC) was placed for long-term IV antibiotic therapy with ceftriaxone. Four (4) days later, the patient was discharged with recommendation for 6 weeks of IV ceftriaxone. Twenty two (22) days later, the event was considered recovered.